Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not delivering insulin properly. Customer¿s blood glucose was 110 mg/dl. Customer mentioned that reservoir had issue. Customers stated that insulin pump had damage from the top to the bottom and also had fingernail crack. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one random seal reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir & connector into a insulin insulin pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).